Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible with isometric testing. The pulse generator was programmed to vvi and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.